Manufacturer narrative:
Patient weight: (B)(6). (B)(4). Investigation result: visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Microscopic inspection was done and found the balloon had a pinhole. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to the observed pinhole in the proximal section on the body of the balloon, which confirmed the reported event of inflation failure. It is possible that interaction with the scope and other devices during procedure could create friction on the balloon, causing the balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon would not inflate. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event (see block h10 for investigation details).